Event description:
It was reported that a during the implantation of a nail, the sureshot probe broke and was retained inside the nail. It is unknown whether another surgery will be performed to remove the broken portion of the probe, or if it will be removed together with the nail after the fracture has healed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
.